Manufacturer narrative:
Customer report was confirmed. Continuity testing confirmed an intermittent open condition at the distal electrode when flexing the catheter tip.

Event description:
Pacing difficulties; it was reported that the catheter was unable to pace. There were no patient complications reported.